Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia with a blood glucose (bg) level of 38 mg/dl. A caregiver called ems, who administered glucagon and transported the user to the emergency department. At the hospital, the user was treated with intravenous glucose and discharged the same day.